Event description:
It was reported the atrial lead had high impedance. An atrial lead warning occurred in (B) (6) 2009. Diagnostics showed 149,377 high impedance paces with impedance greater than 4000ohms. The clinician noted there were atrial high rate episodes that looked like noise oversensing. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.